Manufacturer narrative:
Locator on dental implant pos 33 fractured. Fragment could not be removed. Implant was explanted and a new implant placed. Without lot number a specific evaluation of the product was not possible. Following the apparent information the locator fractured due to overloading. Implant removal was a collateral damage.

Event description:
Dental locator was fractured. Dental implant needed to be replaced. New implant was placed.